Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the unit¿s interior, electrical board has traces of corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. The left belt clip rail broke off, and the middle keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. They were unable to clear the alarm. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump had frozen display. Customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.